Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("severe abdominal cramping 3 weeks out of month/ severe lower abdominal pain"), cholecystectomy ("gallbladder removed at same time") and genital haemorrhage ("abnormal heavy bleeding") in a 29-year-old female patient who had essure (batch no. 774376) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did notundergo an essure confirmation test". The patient's past medical history included parity 3. Previously administered products included for birth control: iud from 2007 to 2009. On (B)(6) 2010, the patient had essure inserted. In november 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In february 2011, the patient experienced dyspareunia ("for the last 6 months intercourse is hurting/painful / pain with intercourse/dyspareunia (painful sexual intercourse)"). In may 2011, 3 years 10 months after insertion of essure, the patient experienced headache ("headaches"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines"). In may 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In may 2014, the patient experienced weight increased ("4 months ago began gaining weight/ gained 30 pounds"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), cholecystectomy (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dizziness ("dizzy spells like I am going to pass out"), hypoaesthesia ("face is numb"), chronic fatigue syndrome ("chronic fatigue syndrome") with fatigue, vitamin b12 deficiency ("b12 is low"), depression ("depression"), abdominal distension ("bloated, looking like she was 4 months pregnant"), back pain ("lower back pain") and vulvovaginal pain ("pain in vaginal area"). The patient was treated with surgery (bilateral salpingectomy), surgery (she underwent a bilateral salpingectomy to remove the essure) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine and vulvovaginal pain had not resolved, the abdominal pain lower, genital haemorrhage, dyspareunia, chronic fatigue syndrome and dysmenorrhoea was resolving and the cholecystectomy, dizziness, hypoaesthesia, vitamin b12 deficiency, depression, weight increased, abdominal distension, back pain and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, cholecystectomy, chronic fatigue syndrome, depression, dizziness, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vitamin b12 deficiency, vulvovaginal pain and weight increased to be related to essure. The reporter commented: it was reported that following the essure removal surgery, she suffered a painful post-operative recovery, and had to take a temporary leave from work. Since having the surgery, plaintiff's symptoms are mostly resolved. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time per criteria established in wi-03635, "processing essure cases in dev@com", because this is an anticipated failure mode. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in dr-3020, design fmea for ess305. Medical assessment: this ptc was initiated due to a request for confirmation of quality. However, the reported adverse events considered related are not indicative of a quality deficit per se. The events were reported over a period of 4 years and are of broad nature. No batch number was reported. Without this information no batch signal cluster review in the gpv database is possible. No complaint sample was provided for further investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. New events added- abnormal bleeding (vaginal, menorrhagia), migraines and pain.new events added- abnormal bleeding (vaginal, menorrhagia), migraines, pain in vaginal area, pain and did not undergo an essure confirmation test. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5038058) on 10-sep-2014. The most recent information was received on 04-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("severe abdominal cramping 3 weeks out of month/ severe lower abdominal pain"), cholecystectomy ("gallbladder removed at same time") and genital haemorrhage ("abnormal heavy bleeding") in a 29-year-old female patient who had essure (batch no: 774376) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did notundergo an essure confirmation test". The patient's medical history included parity 3. Previously administered products included for birth control: iud from 2007 to 2009; for depression: fluoxetine. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced dyspareunia ("for the last 6 months intercourse is hurting/painful / pain with intercourse/dyspareunia (painful sexual intercourse)") and fatigue ("tired all the time, tiredness/ severe fatigue"). On (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 3 years 10 months after insertion of essure. On (B)(6) 2011, the patient experienced headache ("headaches"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines"). On (B)(6) 2014, the patient was found to have weight increased ("4 months ago began gaining weight/ gained 30 pounds"). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant), dizziness ("dizzy spells like I am going to pass out"), hypoaesthesia ("face is numb"), chronic fatigue syndrome ("chronic fatigue syndrome"), vitamin b12 deficiency ("b12 is low"), depression ("depression"), abdominal distension ("bloated, looking like she was 4 months pregnant"), back pain ("lower back pain"), vulvovaginal pain ("pain in vaginal area") and allergy to metals ("nickel allergy"). The patient was treated with surgery (bilateral salpingectomy and she underwent a bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine and vulvovaginal pain had not resolved, the abdominal pain lower, genital haemorrhage, dyspareunia, chronic fatigue syndrome and dysmenorrhoea was resolving and the cholecystectomy, dizziness, hypoaesthesia, vitamin b12 deficiency, depression, weight increased, abdominal distension, back pain, headache and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, back pain, cholecystectomy, chronic fatigue syndrome, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vitamin b12 deficiency, vulvovaginal pain and weight increased to be related to essure. The reporter commented: it was reported that following the essure removal surgery, she suffered a painful post-operative recovery, and had to take a temporary leave from work. Since having the surgery, plaintiff's symptoms are mostly resolved. Essure was inserted successfully and the patient tolerated the procedure well. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2019: plaintiff fact sheet received and event nickel allergy were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5038058) on 10-sep-2014. The most recent information was received on 03-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("severe abdominal cramping 3 weeks out of month/ severe lower abdominal pain"), cholecystectomy ("gallbladder removed at same time") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced weight increased ("4 months ago began gaining weight/ gained 30 pounds"). In 2014, the patient experienced dyspareunia ("for the last 6 months intercourse is hurting/painful / pain with intercourse"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), cholecystectomy (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dizziness ("dizzy spells like I am going to pass out"), hypoaesthesia ("face is numb"), chronic fatigue syndrome ("chronic fatigue syndrome") with fatigue, vitamin b12 deficiency ("b12 is low"), depression ("depression"), abdominal distension ("bloated, looking like she was 4 months pregnant"), back pain ("lower back pain"), headache ("headaches") and dysmenorrhoea ("severe menstrual pain"). The patient was treated with surgery (she underwent a bilateral salpingectomy to remove the essure) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, dyspareunia, chronic fatigue syndrome and dysmenorrhoea was resolving and the cholecystectomy, dizziness, hypoaesthesia, vitamin b12 deficiency, depression, weight increased, abdominal distension, back pain and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, cholecystectomy, chronic fatigue syndrome, depression, dizziness, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypoaesthesia, vitamin b12 deficiency and weight increased to be related to essure. The reporter commented: it was reported that following the essure removal surgery, she suffered a painful post-operative recovery, and had to take a temporary leave from work. Since having the surgery, plaintiff's symptoms are mostly resolved. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time per criteria established in (B)(4), "processing essure cases in (B)(4)", because this is an anticipated failure mode. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in (B)(4), design fmea for ess305. Medical assessment: this ptc was initiated due to a request for confirmation of quality. However, the reported adverse events considered related are not indicative of a quality deficit per se. The events were reported over a period of 4 years and are of broad nature. No batch number was reported. Without this information no batch signal cluster review in the gpv database is possible. No complaint sample was provided for further investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 3-jul-2017: suspect drug indication updated: permanent forms of birth control (previously reported as contraception). The essure was inserted on (B)(6) 2010 (previously reported start date as (B)(6) 2007). On (B)(6) 2014, plaintiff underwent a bilateral salpingectomy to remove essure device. Added events severe menstrual pain. Events outcome was updated. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
He was initially received via regulatory authority (food and drug administration, reference number: mw5038058) on (B)(6) 2014. The most recent information was received on (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("severe abdominal cramping 3 weeks out of month/ severe lower abdominal pain"), cholecystectomy ("gallbladder removed at same time") and genital haemorrhage ("abnormal heavy bleeding") in a 29-year-old female patient who had essure (batch no. 774376) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did notundergo an essure confirmation test". The patient's past medical history included parity 3. Previously administered products included for birth control: iud from 2007 to 2009; for depression: fluoxetine. On (B)(6) 2010, the patient had essure inserted. In november 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In february 2011, the patient experienced dyspareunia ("for the last 6 months intercourse is hurting/painful / pain with intercourse/dyspareunia (painful sexual intercourse)"). In may 2011, 3 years 10 months after insertion of essure, the patient experienced headache ("headaches"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines"). In may 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In may 2014, the patient experienced weight increased ("4 months ago began gaining weight/ gained 30 pounds"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), cholecystectomy (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dizziness ("dizzy spells like I am going to pass out"), hypoaesthesia ("face is numb"), chronic fatigue syndrome ("chronic fatigue syndrome") with fatigue, vitamin b12 deficiency ("b12 is low"), depression ("depression"), abdominal distension ("bloated, looking like she was 4 months pregnant"), back pain ("lower back pain") and vulvovaginal pain ("pain in vaginal area"). The patient was treated with surgery (she underwent a bilateral salpingectomy to remove the essure) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine and vulvovaginal pain had not resolved, the abdominal pain lower, genital haemorrhage, dyspareunia, chronic fatigue syndrome and dysmenorrhoea was resolving and the cholecystectomy, dizziness, hypoaesthesia, vitamin b12 deficiency, depression, weight increased, abdominal distension, back pain and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, cholecystectomy, chronic fatigue syndrome, depression, dizziness, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vitamin b12 deficiency, vulvovaginal pain and weight increased to be related to essure. The reporter commented: it was reported that following the essure removal surgery, she suffered a painful post-operative recovery, and had to take a temporary leave from work. Since having the surgery, plaintiff's symptoms are mostly resolved. Essure was inserted successfully and the patient tolerated the procedure well. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.